Event description:
There was an allegation of a questionable elecsys vitamin d total iii assay result for a patient sample tested on the cobas e 402 analytical unit. The initial result was 101 ng/ml (accompanied by a data flag). The repeat result was 56.3 ng/ml with a different reagent lot 881659. The sample was repeated on the cobas 6000 instrument and the result was 32.59 ng/ml.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing. E1 initial reporter email address: (B)(6).